Event description:
A surgeon reports that several of his pts have experienced seeing dark shadows following intraocular lens (iol) implant surgery. The association between these events and the iols is not known. Additional info was requested; however the surgeon was unwilling to provide any further data.